Event description:
It was reported to boston scientific that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2023. During the procedure, while attempting to deploy the stent, the guide catheter broke. Another naviflex rx delivery system was opened and used and successfully completed the procedure. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code captures the reportable event of guide catheter break.